Manufacturer narrative:
The results are believed to be erroneous because they did not match the original results. Service was not dispatched for this event. A root cause for this event was not determined.

Event description:
A customer was contacted by beckman coulter inc. (Bci) via accutni customer contact program and indicated some occurrences of non-reproducible false positive troponin (accutni) results generated by unicel dxc 600i access 2 immunoassay system. It is unknown if patient treatment was affected in this event. The risk of serious injury will be assumed upon recur.